Manufacturer narrative:
A1: patient identifier: requested, not available. D6a: implanted date: device was not implanted. D6b: explanted date: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician performing the procedure stated that the product functioned differently than usual however, sealed the artery it is supposed to. There was no atherosclerosis in the femoral access site on angiography. They advanced the angio-seal device into the angio-seal sheath and the locking cap never clicked. They then slowly pulled the device while holding pressure on the pulse. They could feel that the anchor/footplate caught the vessel, however, could not visualize the suture string. They cut the sheath and removed it. They was able to see the string, so they cut it at skin level, and they held 10-15 minutes of pressure. There was no patient injury, and the patient did well. The procedure for the patient was a carotid stenting. The was no patient injury. Additional information was received 03jan2024: a 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No blood loss. The patient was stable.

Manufacturer narrative:
The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. It is likely that the component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. Without the sample, a definitive root cause assessment was unable to be made.